Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. It was noted that the ble issue was resolved via a ble reset, however, the patient's application still is not paired to their device. There were no patient consequences reported.

Event description:
Additional information received indicated that the ble issue has persisted. Telemetry lockout has been alleged, however, not confirmed. Further information was requested but not received.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
Additional information received indicated that the ble issue has persisted. A ble reset was performed. There were no reported patient consequences.